Event description:
The medical center reported a fluid leak from the purge cassette (pc) during an impella 5.5 support. The pc and tubing were replaced to resolve the leak, and the purge system was bypassed by standard practice. Roughly 30 days after implant, the pump was reported to have stopped. The stop occurred beyond the intended use life of the pump and was attributed to there being no purge solution in the system as the purge bypass had been removed. The pump was removed as a result of the stoppage and a new impella 5.5 pump was implanted for continued support. There was no harm to the patient.

Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant and replacement. The cause of the pump stop was most likely blood ingress due to sidearm yellow luer damage stemming from sodium bicarbonate in the purge. The failure mode will be monitored and trended. A CAPA is open at this time. As noted in the IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿